Event description:
It was reported that this pacemaker had two stored signal artifact monitor (sam) episodes recorded where the minute ventilation (mv) was disabled. It was noted that there was noise on both right atrial (ra) lead and right ventricular (rv) lead channels most likely due to electromagnetic interference (emi) from an unrelated procedure that occurred. It was also noted that the ra lead threshold had risen to four volts and was subsequently manually programmed to five volts. The physician stated that a generator change out with possible lead revision will be scheduled in the future. No adverse patient effects were reported. Currently, this pacemaker system remains in service.